Event description:
It was reported that the customer experienced high blood glucose levels and was locked out of his insulin pump. The blood glucose reading was 500 mg/dl. After the customer unlocked the insulin pump's keypad, he panicked, stating that the device was stuck on the manual prime process after rewinding. Advised the customer to prime first, but he was unable to move forward. The customer had some distress while breathing but declined outreach to emergency medical services. He advised that he was fine, would treat for high blood glucose, and would be fine in an hour. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.